Event description:
It was reported that both drill bit broke back to back inside the patient. The components were left in patient.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, the x-ray provided show the contained drill bit tips within the bone. However, without the return of the products or the requested clinically relevant information, the root cause of the broken drill bit tips cannot be concluded. In addition, since the alloy is neither bio-inert nor approved for implantation it is unknown if corrosion, micro-motion is possible. Migration is not likely if the ends are contained within the bone as the single image appears. The patient impact beyond the reported retained non-implantable foreign bodies cannot be determined. No further medical assessment can be rendered at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.